Event description:
It was reported the customer received the following results, with two different nano meters, within 10 minutes: "hi" mg/dl, 357 mg/dl, 224 mg/dl (system 1) and 124 mg/dl (system 2). The "hi" mg/dl result on the system indicates a result in excess of 600 mg/dl. The same test strip lot number was used for both meters and results. No adverse event reported. Return of the suspect device was requested for evaluation.